Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04), femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised approximately 9.5 years post implantation due to pain and instability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided and reviewed state that the patient underwent a left total knee arthroplasty. The procedure included excision of the pcl, with good intraoperative range of motion and stability achieved. No intraoperative complications were reported. The implanted components were an lps flex articular surface 10 mm, a nexgen complete tibia size 3, an lps flex ps femur size d, a patella 8x29 mm, and stryker simplex cement x2. Contributing factors noted at the time of implantation included osteoarthritis 20 years after acl reconstruction. Subsequently, the patient underwent a revision of the left knee. The revision was reported by legal representatives to have been required due to pain and instability. No additional operative records, findings, or explant evaluations were provided for review. All initially implanted components were removed and replaced with unspecified tka implants. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; review of complaint history for identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review. Operative notes provided and reviewed state that the patient underwent a left total knee arthroplasty revision on (B)(6) 2025 for loosening of the left tka tibial component. Intraoperatively, no signs of infection were identified. The polyethylene insert was removed. The femoral component was removed and initially noted to be well-fixed. Some bone loss was observed, particularly at the lateral femoral condyle. The tibial component was also removed and was found to be completely dislodged from the cement, which remained on the bone and was subsequently removed from both the tibial and femoral sides. Trial components demonstrated excellent range of motion, stability, and alignment. The patellar component was retained. The patient was transferred to recovery in good condition with instructions for weight bearing as tolerated and a postoperative antibiotic course due to infection history. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported patient was revised approximately 9.5 years post implantation due to pain, instability, and loosening. Operative report noted the femoral component was found to be well-fixed. A series of osteotomes was used to loosen the prosthesis cement mantle and the femoral component was removed. There was some bone loss, particularly over the lateral femoral condyle. The tibial component was removed using an osteotome. The implant was completely dislodged from the cement, which was left on the bone. A series of osteotomes were used to carefully remove all of the cement from both the tibial and femoral sides. The patellar component was retained. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g3; h2; h6. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.